Manufacturer narrative:
H10. H6. Investigation results - the logic tibia ps mod insrt sz 4 9mm with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The operative report stated, ¿cultures both preoperatively and intraoperatively, however, were negative.¿ there was no clinical evidence of infection. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018 and then approximately 4 years, 5 months later experienced a revision surgical procedure on (B)(6) 2022. Revision operative report of (B)(6) 2022 - operation: revision of left total knee replacement with removal of antibiotic-impregnated spacer and reimplantation of total knee replacement component. Postoperative diagnosis: failed left knee replacement due to infection. Patient revised to competitor¿s devices. ¿patient underwent index left knee replacement 4 years ago and had done well. This summer he developed acute onset swelling and pain in the knee. Sedimentation rate and c-reactive protein were elevated. The knee was aspirated revealing elevated number of white blood cells and substantial pmns. Explanation of knee replacement and placement of antibiotic spacer was advised due to criteria consistent with infection. Cultures both preoperatively and intraoperatively, however, were negative.¿ there was no clinical evidence of infection. The patient was taken to the recovery room in stable condition, there were no complications. There is no mention in the operative report of any device issues. There is no other information available.